Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had communication error also does not recognize second device. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c040102 additional information: annex c: c0201.

Event description:
It was reported that the device had communication error also does not recognize second device. There was no patient involvement.

Event description:
It was reported that the device had communication error also does not recognize second device. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c040102. Annex d: d02. Investigation summary: the field technicians stated issue of ¿communication error ¿was confirmed. On 9/19/2024, the pcu was received unboxed along with the paperwork. Unable to download bd wi-fi settings into the pcu as the asft program indicated 'no network card detected. Swapped the defective wireless card with a known-good card and re-tested with bd wi-fi settings. The unit passed the network connectivity test on the asft program and successfully connected to the bd non-prod server upon bootup. The defective wireless card was removed, and the device will be returned to the san diego repair center for normal processing. Replacement of the wireless card is recommended. The failure investigation report was uploaded to qn in sap.